Event description:
It was reported that systemic infection occurred. The patient's implantable cardioverter defibrillator (ICD)  system and associated leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis. Concomitant medical products: 5076-52, lead; implant date: (B)(6) 2010; 694765, lead; implant date: (B)(6) 2007. (B)(4).